Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the pulse generator exhibited far-r oversensing in the atrial channel that caused inappropriate mode switch. Programming changes were discussed. No further information was available.